Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have a concern with their gums have pushed up on the tooth that was turning and are not right. The patient went to see a dentist that advised them to stop immediately. Patient was provided information on ending treatment early, requested lor or df (diagnosis findings).